Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the malfunction. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.